Event description:
Same event as MFR report #: 2134265-2008-03743. It was reported that in preparation for a percutaneous coronary interventional procedure, the guide wire fractured. The rotational speed of the rotablator rotalink plus system was being adjusted outside of the patient's body; the floppy rotawire guide wire was fractured. Another guide wire was attempted to be inserted into the burr of the rotablator rotalink system and was not able to be inserted. The procedure was then continued with a new rotalink system and a new guide wire. Patient status was reported as 'no problem'.